Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 480mg/dl, and were not coming back down with correction boluses. System check was performed with tandem technical support, and the pump performed as intended. The customer changed out supplies, and administered another correction bolus, and bg levels eventually started declining from 480mg/dl to 430mg/dl.